Manufacturer narrative:
(B)(4). On (B)(4) 2102, additional information was received from the nurse (rn ). The rn stated that the patient began pd therapy in (B)(6) 2011 using dianeal and extraneal pd solutions. The nurse confirmed the start date of peritonitis, admit and discharge date. The patient was treated with cefazolin ip (dose and frequency were unreported). The cause was patient made mistake / touch contamination because the patient was elderly and forgetful. The patient was re-trained. The patient recovered. Dianeal and extraneal therapy was ongoing. Peritonitis was not related to dianeal or extraneal therapy, a baxter device, or disposables; the rn stated the patient being forgetful was related to the patient being elderly.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 2 involved in this event.

Manufacturer narrative:
(B)(4). This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable root cause could not be determined, since we are unsure why the patient had a breach in aseptic technique. A labeling review was completed and determined that the instructions provide sufficient level of detail on preventing use error - breach in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information becomes available, a follow up report will be submitted.

Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer in the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex and extraneal viaflex therapies. During a call with baxter customer service, the following was reported. On an unreported date, the patient had trouble with the cycler and was unable to do pd for 2 nights. On (B)(6) 2012, the patient was diagnosed with and hospitalized for peritonitis. The cause of peritonitis was unknown. Treatment was not reported. On (B)(6) 2012, the patient was discharged. The patient recovered from the event.